Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050890. Our records show that this is the only instance of a broken catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photographs of the reported failure mode were submitted for our review, unfortunately our engineers were not able to evaluate the physical unit making it difficult to determine a root cause; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc separated after placement. The following information was provided by the initial reporter: "the issue product was intima-ii plus, patient was a 7 years old child who was hospitalized in neurosurgery for brain injury, on the first day the needle was injected in the right hand's back for infusion and flushing with the normal condition, on the second day after scaning brain CT and back to the ward, nurse found that transparent patch was wet when she was flushing the tube. Then she found the catheter was broken , and it was broken into three pieces, the first section was with needle hub, the second section was on the sheet, the third section was not found, the nurse suspected it was in the patient's body, but after doing the x-ray, they didn't find it in the right arm, the doctor consultation considered it was not in the patient's body, but the director of nursing department still was anxious for it, customer wanted us to give the test report as soon as possible whether product had quality problem or not. Due to the urgent need of the director and the adverse events had reported this time, it might affect the centralized procurement in fujian province, the rep would send the broken needle and the second broken catheter to the factory, please give the report as soon as possible. The patient was admitted to neurosurgery at 18:59 on april 12th due to cerebral hemorrhage. The patient was given an infusion using a closed venous indwelling needle at 09:30 on april 17th, and the infusion was completed normally on april 18th. At 09:22 on april 19th, the nurse was e flushing the tube for patient before infusion and found that the liquid was leakage, immediately tore the application to check the indwelling needle, the indwelling needle's tube was not in the blood vessel, fixed on the skin and the front end was incomplete, immediately found the indwelling needle broken part, some of the broken part were found at the end of the bed, and a stub-end of about 0.4 cm was still not found. And reported to the doctor, asked the vascular surgeon for consultation, and went to the ulnar radius radiographic examination, the examination result showed: no obvious abnormalities were seen. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc separated after placement. The following information was provided by the initial reporter: "the issue product was intima-ii plus, patient was a (B)(6) years old child who was hospitalized in neurosurgery for brain injury, on the first day the needle was injected in the right hand's back for infusion and flushing with the normal condition, on the second day after scanning brain CT and back to the ward, nurse found that transparent patch was wet when she was flushing the tube. Then she found the catheter was broken , and it was broken into three pieces, the first section was with needle hub, the second section was on the sheet, the third section was not found, the nurse suspected it was in the patient's body, but after doing the x-ray, they didn't find it in the right arm, the doctor consultation considered it was not in the patient's body, but the director of nursing department still was anxious for it, customer wanted us to give the test report as soon as possible whether product had quality problem or not. Due to the urgent need of the director and the adverse events had reported this time, it might affect the centralized procurement in fujian province, the rep would send the broken needle and the second broken catheter to the factory, please give the report as soon as possible. The patient was admitted to neurosurgery at 18:59 on april 12th due to cerebral hemorrhage. The patient was given an infusion using a closed venous indwelling needle at 09:30 on april 17th, and the infusion was completed normally on april 18th. At 09:22 on april 19th, the nurse was e flushing the tube for patient before infusion and found that the liquid was leakage, immediately tore the application to check the indwelling needle, the indwelling needle's tube was not in the blood vessel, fixed on the skin and the front end was incomplete, immediately found the indwelling needle broken part, some of the broken part were found at the end of the bed, and a stub-end of about 0.4 cm was still not found. And reported to the doctor, asked the vascular surgeon for consultation, and went to the ulnar radius radiographic examination, the examination result showed: no obvious abnormalities were seen."